Event description:
It was reported that the patient's right knee was revised. As reported: "patient revised due to patellar instability. No other information available due to hospital policy." A distal femoral component, rotating hinge, axle, bushings, bumper insert, tibial insert, baseplate, tibial sleeve, and stem were revised (sales rep confirmed patellar component was retained).